Manufacturer narrative:
Analysis found an external insulation abrasion breaching the optim sheath 1.9cm to 2.0cm from the proximal end of the rv shock coil. The silicone tubing was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
New information received noted that the right ventricular lead was explanted and replaced due to lead malfunction. There were no patient consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited non-sustained ventricular over-sensing episodes caused by over-sensing of noise between the p and r waves. Also, an increase in capture thresholds and decrease in sensing amplitude over the past month was noted. Programming changes were discussed. No interventions were made at this time. There were no patient symptoms reported.